Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated they removed the batteries from the device and now the keypad is not working. Customer was unable to clear the alarm due to buttons not working. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but they did visit their healthcare provider to download device data. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Unable to verify battery out limit alarm due to button/keypad anomaly. The device was received with cracked display window corners, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.